Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional h2: additional information

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device. Date of event is an approximation. On 04/18/2025, it was reported that the patient experienced inaccurate readings. The patient woke up on the floor. The patient stated that they think they must have passed out the night before, however they patient stated that they can only assume because they did not have any memories, and before going to bed they did not experience any symptoms. When the patient regained consciousness the cgm reading was 80 mg/dl, the patient did not take a fingerstick at that moment. The patient self-treated with taking a sugar rich drink. That evening, around midnight, the patient felt a pain in his back thinking this might have been from the fall and from lying on the floor. The patient called the emergencies and when a fingerstick was taken the blood glucose reading was 137 mg/dl, no cgm reading was reported. The was transported to the emergency room (ER) and been there for 18 hours waiting for a bed to be admitted. No medication and no procedure were done during those 18 hours. When fingersticks were taken during that time the cgm reading was ¿way off¿. The patient contacted dexcom and was instructed to calibrate. The patient eventually was admitted at midnight (B)(6). When fingerstick were taken the cgm reading was accurate, but no specific values were reported. The patient got admitted for a total of 2 days and had a CT scan of the head and the back. Other unspecified tests were done too. The patient was discharged as they were stable. At an unknown point during the event the cgm reading was 80 mg/dl and the blood glucose reading was 130 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.